Manufacturer narrative:
The customer¿s report of tubing set separated was confirmed. However, the missing blue safety clamp reported by the customer was not confirmed. During visual inspection, it was noted that the macrobore tubing was completely separated from the lower fitment, confirming the customer report. Visual inspection under microscope noted that both sides of the macrobore tubing had no solvent applied at the engagement during manufacturing process. There were no other anomalies observed with the returned set during initial inspection. The tubing measured to be within specification. A dimensional analysis was performed on the macrobore tubing. In order to conduct dimensional testing a small portion of the tubing was cut in three sections near the affected area (tubing to lower fitment outlet port). The root cause of the separation was identified as a manufacturing issue due to no solvent being applied at the junction of the tubing.

Event description:
Tubing set separated with missing blue safety clamp.

Manufacturer narrative:
Report source: csc product claims coordinator. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set separated at the lower fitment with a missing blue safety clamp.